Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this pacemaker presenting electrogram (egm). Upon review, farfield oversensing of atrial signal on the right ventricular (rv) channel leading to false positive atrial tachy response (atr) was observed. Ts also noted stored pacemaker mediated tachycardia (pmt) episode. Further review showed the false positive pmt was due to tracking of p waves at monitor tracking rate (mtr). Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.